Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use of the stapler during explore laparotomy last (B)(6), a reload misfired and part of the reload popped out of place. There was no harm to patient as this occurred prior to being in the patient.